Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The service representative plans to replace the left monitor and the lemo connector, but no further repair information is available.

Event description:
The customer reported that half of the screen is blank during fluoro on the 9800 system. No patient injury was reported.